Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had the beeps non-stop. Customer's blood glucose level was unknown. Customer stated that the insulin was always getting bubbles in the tubing. Troubleshooting was not performed. The insulin pump will not be returned for analysis.